Event description:
It was reported that on (B)(6) 2015, the patient was having their pump replaced for normal end of life (eol) battery depletion. The patient had not had any therapy issues. After the pump pocket was opened, the physician decided to aspirate from the catheter access port (cap) of the pump to see if he could get good cerebral spinal fluid (csf) flow from the catheter. The physician had difficulty aspirating csf but was able to get 1cc from the cap after a couple attempts. The physician decided to replace the pump connector on the existing catheter. Post replacement, the physician decided to aspirate from the cap of the pump again and was able to aspirate csf but was difficult again. The physician decided to close the pocket and monitor the patient. If therapy issues developed the plan was to take the patient back to the operating room for catheter revision. The pump system was delivering gablofen. On (B)(6) 2015, it was reported that the patient had effective therapy. No other information was provided.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot# n172892002, implanted: (B)(6) 2008, product type: catheter. (B)(4).